Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 300 mg/dl. At time of incident and current blood glucose 130 mg/dl. The customer¿s blood glucose level was 488 mg/dl and below 50 mg/dl. The customer was treated with insulin injection of 5units first time blood glucose did not come down and gave another injection of three units and then started coming down. The customer reported does not allege pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.